Manufacturer narrative:
The relevant retention strips (lot 473476) were tested for accuracy. The retention material meets specifications.

Event description:
It was reported that the customer was using two accuchek inform ii meters (serial numbers (B)(4)) to test the patient's blood glucose. It was reported that they got different readings; however, only one capillary blood glucose reading compared to a lab glucose result has been reported. At 9:50 a capillary result of 13.4 was obtained on a meter and the lab venous draw produced a result of 4.9. It is not known which meter produced this result. The customer did the lab test due to the patient's condition. The unit of measurement was not reported. At the time of the event the patient had arrived to the hospital via ambulance. The patient was very sick and had heart problems. It was reported that the results may be due to the patient's condition. No further information is available regarding the event or patient. No adverse event was reported. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
There was no investigation completed as the customer did not return any of the product.